Event description:
It was reported by a vns physician that he believed the vns pt to have partial vocal cord paralysis. The pt had been recently implanted and her output current had been enabled. The pt reportedly had difficulty speaking since implant, which is a constant phenomenon. Further information was obtained from the physician. On (B)(6) 2011, system diagnostics resulted in ok's, impedance = 3827 ohms, and ifi=no. It was noted that the pt's voice was hoarse on this day. Furthermore, the settings at this time were stated to be 0.25/20/250/30/5 and 0.25/60/500. The physician stated that stimulation up to 1ma did not evoke a change in the pt's voice or a cough. The physician stated he would maintain the pt's low settings and discuss the details with the manufacturer. Good faith attempts for further information have been unsuccessful to date.